Event description:
A user facility returned the olympus, model clv-s190, visera elite xenon light source to olympus for repair due to a report of "poor light quality." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined that the brightness adjustment did not function and scope detection did not function. This report is submitted due to the findings that the brightness adjustment did not function and scope detection did not function, identified during in-house service of the device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported problem and assigned the cause to output socket failure; when a scope was connected to the returned device, it was found that the scope detection slide did not engage, preventing the high intensity mode from functioning and preventing adjustment of the brightness level of the lamp. Additional evaluation findings are as follows: 1.) Front panel poor appearance; 2.) Top cover poor appearance; 3.) Non-olympus lamp installed and life at more than 500 hours. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the the brightness adjustment and endoscope detection features which were not functioning. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for these issues was not established. However, it is probable that the issues occurred because of a faulty endoscope socket. Olympus will continue to monitor field performance for this device.